Manufacturer narrative:
The event occurred in the us. Customer stated that an avalon elite cannula was cracked and broken in a patient last night. The cannula was cracked in the wire-reinforced portion. The nurses were turning the patient for cleaning when it was occurred. The affected cannula was requested for further investigation but is not available. A review of the trend data for similar complaints was performed and no similar complaints were found. For further investigation a medical assessment was performed by getinge medical affairs specialist on 2021-04-12: as the customer mentions that no crack was observed when placing the cannula and that the cannula was in place for 17 days, it is assumed that there was no malfunction of the cannula before the event. The rupture of the cannula was most likely caused by the combination of the position of the suture to fixate the cannula and the event of turning the patient for cleaning. As the product is not available for investigation in our laboratory, the exact root cause that affected the damage to the cannula cannot be identified. Based on these investigation results the reported failure "cannula was cracked" could be confirmed, but no product related malfunction. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use avalon elite® I-caval dual lumen catheter g-158 v04 us chapter 7 application: "warning! Do not suture the catheter to the wire-reinforced sections. A suture tied directly around the wire-reinforced section or bifurcation can cut, kink, or damage the catheter.". The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The affected avalon elite cannula is requested for further investigation in the getinge laboratory but not received yet. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. Customer stated that an avalon elite cannula was cracked and broken in a patient last night. The cannula was cracked in the wire-reinforced portion. The nurses were turning the patient for cleaning when it was occurred. The cannula was not exchanged. ECMO was discontinued and the cannula was removed. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).